Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin was squirting out during the manual prime process. The customer¿s blood glucose was 360 mg/dl. Customer reported that they were not wearing the insulin pump during priming. Customer also stated that insulin did not continue to drip after letting go of the act button. The customer stated that drive support cap appears normal. The customer was advised to disconnect from the pump and they were not wearing the insulin pump during priming. The customer troubleshoot was performed. The insulin pump will not be returned for analysis.